Event description:
As reported, the stent on a 4mm x 15mm palmaz blue on aviator plus stent deliver system (sds) offloaded during delivery through a 6f non-cordis long sheath to the lesion site. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the stent on a 4 mm x 15 mm palmaz blue on aviator plus stent delivery system (sds) offloaded during delivery through a 6f non-cordis long sheath to the lesion site. The stent fell off the balloon of the delivery system and remained inside the long sheath after offloading. The stent was able to be removed by removing the non-cordis long sheath. Another 4 mm x 15 mm palmaz blue on aviator plus sds was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). There was no damage to the device packaging prior to opening, and there was no difficulty removing the device from its packaging. The stent was not manipulated on the sds. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82304591 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " stent dislodged within guiding catheter/ sheath" could not be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the stent on a 4mm x 15mm palmaz blue on aviator plus stent delivery system (sds) offloaded during delivery through a 6f non-cordis long sheath to the lesion site. The stent fell off the balloon of the delivery system and remained inside the long sheath after offloading. The stent was able to be removed by removing the non-cordis long sheath. Another 4mm x 15mm palmaz blue on aviator plus sds was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). There was no damage to the device packaging prior to opening, and there was no difficulty removing the device from its packaging. The stent was not manipulated on the sds. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received. A review of the manufacturing documentation associated with lot: 82304591 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.